Event description:
The user facility reported a 49-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The automated impella controllers (aic) power cable became disconnected from the plug when the nurse was pulling on the cable from the wall. The aic was replaced. There was no patient harm.

Manufacturer narrative:
The impella device was received from the customer and, an evaluation of the device is not yet completed. Upon investigation closure, a supplemental MDR will be filed.